Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. The instruction for use states the following: "catheters should be replaced in accordance with the cdc guideline ¿guideline for prevention of catheter-associated urinary tract infection¿. At the onset or first signs of a urinary tract infection, catheter encrustation, or any other catheter-related adverse effect, the catheter should be replaced."(B)(4).

Event description:
It was reported that the cbi port is allegedly blocked; the urine was clear. The physician says this is apparently the third occurrence that the catheter has been plugged. The catheter was changed in the recovery room which caused the patient discomfort.